Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-21483. It was reported patient had ineffective therapy from approximately (B)(6) of 2019 and he has used therapy minimally due to paresthesia. As a result, patient underwent surgical intervention wherein the ipg and lead were replaced and post operatively effective therapy was restored.